Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte pnk 20ga x 1.0in blood leaks out of control plug rugao city nurse placed an indwelling needle in the patient, after the guidewire was pulled out, the indwelling needle plug has been leaking blood, after the nurse removed and replaced the indwelling needle re-puncture.